Manufacturer narrative:
Batch review performed on 14 july 2026 02.12.e0413fr gmk-sphere tibial insert e-cross - flex 4r - 13mm (k202022) lot. 2523353: (B)(4) items manufactured and released on 02 october 2025. Expiration date: 18 september 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 2 months from the primary due to infection. The surgeon revised the insert with a same-size one.